Event description:
Patient revised for loose humeral component, found pin assembly cracked.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.